Manufacturer narrative:
At this time it is unknown to what extent the bard/davol ventralight st (device #3) device contributed to the events as alleged by the patient¿s attorney. The information provided alleges as a result of the defective nature of the mesh, the patient was diagnosed with abdominal wound healing failure, hematoma and underwent closure of abdominal wound. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. This emdr represents the bard/davol ventralight st (device #3). An additional emdr was submitted to represent the bard/davol bard flat mesh (device #1) and bard/davol composix kugel (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney which includes the medical records, patient fact sheet and general patient outcome allegations: on (B)(6) 2006: the patient underwent a pubovaginal sling procedure with implant of a non bard/davol ¿monarc¿ (ams) mesh sling. On (B)(6) 2009: the patient was diagnosed with vaginal vault prolapse with recurrent urinary tract infections and underwent a robotic sacrocolpopexy with implant of a bard/davol bard flat mesh (device #1). On (B)(6) 2009: the patient failed conservative therapy for a small bowel obstruction. Patient underwent an exploratory laparotomy with a small bowel resection. On (B)(6) 2009: the patient had f/u office visits regarding post op wound infection/dehiscence. On (B)(6) 2009: the patient had chronic abdominal non healing wound from previous surgery on (B)(6) 2009. After several months of conservative treatment patient underwent closure of abdominal wound. On (B)(6) 2010: the patient was diagnosed with incisional hernia and underwent repair with implant of a bard/davol composix kugel (device #2). On (B)(6) 2010: the patient presented to the hospital with abdominal pain and was admitted to hospital with partial small bowel obstruction and incisional hematoma. Patient was treated conservatively and discharged after the obstruction resolved. On (B)(6) 2010: the patient was diagnosed with abdominal wall abscess with infected abdominal mesh (ck) and underwent abdominal wound incision and drainage with wound vac placement and excision of the bard/davol composix kugel (device #2). On (B)(6) 2011: the patient was diagnosed with recurrent incisional hernia and underwent incisional hernia repair with implant of a bard/davol ventralight st (device #3) with using a bard/davol sorbafix fixation device. On (B)(6) 2011: the patient was diagnosed with abdominal wound healing failure, hematoma and underwent closure of abdominal wound. Alleged outcomes attributed to device of pain, erosion, infection, urinary problems, bowel problems, organ perforation (colon), fistulae, recurrence, neuromuscular problems, vaginal scarring, other: ((B)(6) 2009 back pain, blood in urine (B)(6) 2011, hernia (B)(6) 2011, hematoma (B)(6) 2009-(B)(6) 2010, pelvic adhesion).